Event description:
It was reported a patient death occurred. A left atrial appendage closure (laac) procedure was being performed on a patient with marfan syndrome. A watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. A small effusion was noted on the right ventricle prior to the start of the procedure. After the transeptal puncture (tsp) using the versacross connect system and the was double curve sheath, the patient developed larger effusion around the whole pericardium along with cardiac tamponade. Cardiopulmonary resuscitation (CPR) was started. A pericardial tap was attempted to treat the effusion but was unsuccessful. Resuscitation was done for thirty (30) minutes, however the patient died.